Event description:
The device was to be utilized for a cardioversion procedure. Reportedly, when the physician pushed on the on switch, the device would not respond. The physician tried this several times, but was unsuccessful. A backup device was immediately made available and used. The facility reported there was no adverse affect to the patient resulting from the event.

Manufacturer narrative:
The device was examined by the facility biomedical engineering department. The reported failure was confirmed. Subsequently the device was examined by the local factory service representative. The representative observed that the main control keypad was lifting in the corner where the on switch is located, exposing the touch pads underneath. In order to get the switch to respond, the switch had to be pressed directly in the middle. The representative replaced the keypad. Proper operation was then observed through full performance and functional testing.